Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he keeps getting a no delivery error each time he gets down to the last third of the insulin. Customer stated that he is able to complete the manual priming with the plunger. Customer stated that he gets between 100-200 units remaining before he gets the no delivery. Customer tried to rewind and prime the pump using the same reservoir but the pump alarmed no delivery. Customer's blood glucose was 211 mg/dl this morning. Customer stated that he refills the reservoir with new insulin on top of his old insulin. Customer was advised that mixing old insulin with new insulin is not advised. Customer stated that the issues were due to the corrosion in the battery compartment. Customer also had a rf pic failed self test and a failed battery test. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced due to corroded battery compartment.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. No alarm noted. No failed battery test or weak battery alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, scratched reservoir tube window, corroded battery cap contacts and corroded battery tube threads.